Event description:
(B)(4) clinical study. It was reported that coronary restenosis occurred. On (B)(6) 2012, the patient presented due to acute myocardial infarction. The index procedure was performed. The 3.5mm, totally occluded, de novo, type b2, concentric, thrombotic target lesion had a significant lesion bend of <45 degrees and timi flow 0, and was located in the non-calcified and non-tortuous proximal left anterior descending artery (lad). The lesion was treated with direct stent placement using 3.50x28mm promus element stent at 10 atmospheres. Following deployment, residual restenosis was 0% with timi flow of 3. The patient developed congestive heart failure (chf) and medication was given to treat the event. On (B)(6) 2012, mitral valve replacement was performed to treat chf. On (B)(6) 2013, the patient was discharged. On (B)(6) 2013, the patient presented due to coronary restenosis in mid lad and stenosis in the left main coronary artery. On (B)(6) 2013, percutaneous coronary intervention (pci) was performed to treat the restenosis in mid lad and stenosis in the left main. On the same day, ventricular tachycardia and coronary vasospasm in distal right coronary artery (rca) occurred. Medication was then given to treat the event. Four days post procedure, prolonged qt was also found. Medication was given and the event was resolved on the same day. Ten days post procedure, ablation was performed to treat ventricular tachycardia. On (B)(6) 2013, the patient's condition improved.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).